Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device has been serviced within the last month. Evaluation serviced the device and found the assignable cause to be out of specification ultrasonic sensor with calibration of the component required. All required service actions were completed in the last service cycle. During this servicing the device was found out of specification in relation to the customer reported 'downstream occlusion' which was not reproduced. The device able to detect occlusions normally during testing. However, evaluation inspected the device and did observe assignable cause of the customer issue as the force sensor was found to be out of specification. The force sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had failed the downstream occlusion test, the pound per square inch (psi) was too high during preventive maintenance testing/function test. The event occurred in the biomedical service department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.